Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 484 mg/dl, 220 mg/dl and 253 mg/dl taken within ten minutes on (B)(6) 2015. No adverse event associated with these readings. Meter and strips replaced and requested for return. Strips used during event will not be returned.